Event description:
It was reported that a patient implanted with an impella cp had a mitraclip procedure performed. Following the procedure, the flow of the impella dropped and the pump stopped. Blood volume was given and the introducer was flushed however, the issue did not resolve. The impella cp was explanted and replaced with a new impella cp.

Manufacturer narrative:
The impella device was received from the customer. Upon completion of the investigation, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock. Section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation of low pump flow and pump stop has been completed. Data logs were not available. The pump was returned and evaluated. The pump passed electrical testing of the motor phases. There was some biomaterial found on the impeller of the returned pump, but no other abnormalities were found. The pump ran for ~20 minutes in the lab and did not reproduce low pump flow or a pump stop. There were no other abnormalities found with the pump. Low pump flow: the cause of the low pump flow was unable to be determined since data logs were not available. Pump stop: the cause of the pump stop was unable to be determined since data logs were not available.